Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the trial surface was tight so the surgeon attempted to force it using the mallet at which time the provision broke. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned provisional exhibits signs of repeated use ( nicked or gouged ) with the post feature fractured off, not all pieces returned. Device history record was reviewed and no discrepancies relevant to the reported event were found. The root cause is considered to be misuse as the surgeon impacted the provisional. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during trialing, the trial surface was tight so the surgeon attempted to force it using the mallet at which time the provision broke. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.